Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/14/2016 a medtronic representative, following-up at the site, confirmed the navigation system was functioning normally.- no parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative, surgical imaging coordinator, reported that while setting-up their navigation system prior to a cranial procedure, she clicked on the cranial software application to launch it and it started to launch, as expected. The monitor screen then went black during the launch and when it came back it was showing boot-up text and returned to the application launch screen. The site representative launched into cranial software, again, without any difficulty and continued set-up with no further issues. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site, confirmed that the staff monitor is what went black. When this occurred the medtronic representative would the system out of the application and return to the home screen to resolve the issue. A review of the software logs provided no additional insight regarding why the system unexpectedly exited. The software investigation suspects a loose cable or cable issues as the cause. However as previously reported, the medtronic representative was unable to replicate the reported event therefore the cause of the reported issue cannot be determined.